Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. It passed visual inspection and all functional tests performed. A full therapy was performed with no issues noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. It was not reported if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.